Manufacturer narrative:
Ate of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd luer-lok¿ tip disposable syringe were leaking. The following information was provided by the initial reporter: "we are investigating leaking syringes." It was also reported: "the syringe has been leaking when connected to our tubing"

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 16-aug-2022. H6: investigation summary eleven samples and photo received for investigation. Visual inspection, and leakage test with and without max zero device were performed. Molding defect and leakage was found on three syringes. A device history review was performed for lot 1196123, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with failure in the temperature of the mold and problems in the injection process. Actions include challenge the mold temperature and injection process, and updating production log to include a leakage test with the max zero device.

Event description:
It was reported that several bd luer-lok¿ tip disposable syringe were leaking. The following information was provided by the initial reporter: "we are investigating leaking syringes." It was also reported: "the syringe has been leaking when connected to our tubing"